Event description:
Note: this report pertains to one of three cre pro wireguided dilatation balloon used in the same patient and procedure. It was reported to boston scientific corporation that three cre pro wireguided dilatation balloon were attempted to be used in the esophagus during a dilation procedure to treat stricture performed on (B)(6) 2026. During the procedure. It was reported that the balloon leaked due to pinhole. Additionally, the same problem happened on the other two cre pro wireguided dilatation balloon devices. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition following procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results. The device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.